Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's left eye (os). Low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.